Event description:
It was reported that the patient had multiple inappropriate shocks due to oversensing a change in morphology. An inappropriate shock induced ventricular fibrillation and it took multiple shocks to convert the rhythm. The patient fainted. The device was reprogrammed to a different sensing vector to address this. There were no additional adverse patient effects.